Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and was unable to duplicate the reported event. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that during a patient event, after the third (3rd) defibrillation shock the device powered itself off. No additional information has been made available about the event or the patient.

Manufacturer narrative:
Physio-control further evaluated the customer's device and could not duplicate the reported issue. After reviewing the electronic device records, there were no indications of the defibrillator being charged or any shocks being administered to the patient. There was no indication of the device losing power inappropriately. Physio-control provided the customer with a summary of the device evaluation results and explained that there was no evidence of a device malfunction or use error related to the device. Physio advised the customer of other unrelated repairs that needed to be completed and the customer declined to have the repairs completed. The device was returned to the customer, un-repaired. Physio-control received patient information (patient ID, age, gender) from the customer. Sections have been updated to reflect the information received. The customer also informed physio-control that the patient did not survive the event. Physio-control performed a clinical assessment of the reported event and determined that the device use did not contribute to the patient's outcome because there is no evidence of a device malfunction or use error related to the device.